Event description:
It was reported that frost on the gas cable, causing a second-degree thermal burn on the patient skin. A icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat renal cell carcinoma. The patient was prone on the table during the procedure, and the gas cable was lying on towels above the patient skin. During the freeze mode, the cable became very cold, as is expected, so frost formed on the cable. Since the towels were wet, the thermal energy transferred to the patient skin and caused a second-degree thermal burn. The burn was discovered post-procedure. The original device was used to complete the procedure. Loose bandages were applied to cover the area of the burn, and the patient was expected to fully recover.